Manufacturer narrative:
This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her daughter has two separate infusion sets that did not lock correctly into place. Customer's mother reported that this has previously happened with other infusion sets. Customer's blood glucose level was 500 mg/dl at the time of the incident. Customer declined troubleshooting for the high blood glucose level. Customer's mother states that the customer changed her infusion set and treated the elevated blood glucose with her insulin pump. No product is expected to be returned.